Manufacturer narrative:
Product analysis: a 0.018¿ guidewire was loaded through the device the device could be fully advanced and retracted through a 6fr sheath from the lab without any issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a chocolate balloon to treat a calcified lesion the in mid superficial femoral artery. Degree of tortuosity was moderate. Degree of calcification moderate. Lesion stenosis was 70%. A pressure pump was used for balloon inflation. Inflation fluid was used. Removal difficulties occurred. Difficulty removing balloon following balloon inflation. After the balloon completed the expansion, the balloon was held back, and after the balloon was held back, attempt was made to withdraw balloon from the body, balloon could not be successfully withdrawn, several attempts were  unsuccessful; finally, it was withdrawn along with the sheath and re-sheathed again for surgery. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.